Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease flat and one extended opening. Leak test and microscopic analysis were performed which identified one striated opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is one striated opening on the posterior due to surgical damage consistent in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "patient's concern with the product." Additionally, healthcare professional reported "hole non-specific." Device has been explanted.